Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the leaking was not determined. It was stated that when the cover was opened, the valve was found to be leaking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the surgical procedure, a leak was identified in the chamber and it was not used. There was no injury to the patient.

Manufacturer narrative:
The returned valve was patent. The valve met requirements for the siphon, reflux, pressure flow, and preimplantation testing. The valve did not meet the requirements for leak testing due to a tear in the top of the delta chamber. It is unknown how or when this damage occurred. The IFU caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ the IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.